Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿fluid¿) was found in a bd plastipak¿ 50ml concentric luer lock syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: date of event has been corrected. Date received by manufacturer has been corrected.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lot 1705252p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Five retained samples of lot 1705252p are evaluated. Upon visual inspection of these retained samples, no damage or molding defect can be observed in any of their components that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Leak test is done with these five retained samples according to according to procedure pc-039 and iso 7886-1 annex d. The ten samples meet iso 7886-1 annex d. They are also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures: 1. Visual inspection molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Investigation conclusion: this issue is not related to a manufacturing defect. Since retained samples evaluated meet iso7886 annex d and since no incidence happened during manufacturing process, a definitive root cause cannot be determined.